Event description:
The customer originally reported that the device broke down during a myomectomy. The device was returned to covidien with a piece of the broken waveguide disengaged. The customer reported that nothing fell into the patient cavity and that there was no patient injury.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping.